Manufacturer narrative:
Unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test, and displacement test. Unit was unable to prime at 2.5 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer rewound the insulin pump and tried to bolus again but received another motor error alarm. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.